Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a polyflux 210 h dialyzer. The patient presented with decrease in blood pressure to 90/? Mmhg, low bvs (hemoscan), shortness of breath and a pressure feeling in the chest¿. The uf was temporally stopped; the patient was given oxygen, 150 ml online solution and placed in trendelenburg position. A handwritten comment on the dialysis record indicates that air was observed in the venous line. The treatment continued after the event and was completed as scheduled. The patient´s weight after treatment was (B)(6) ((B)(6) above dry weight), blood pressure 132/66 mmhg and pulse 77 bpm. A v scan (ultrasound) was performed after the event indicated that the patient was very dry, suggesting too low of a target weight.